Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels and diabetic ketoacidosis. The blood glucose reading was 891 mg/dl at the time of admittance. The customer stated that she was throwing up and could not keep her blood glucose levels under control. She was treated and discharged. She declined troubleshooting after having been hospitalized, stating that she realized that her settings were incorrect and that they had been corrected since she switched doctors. She noted that she had gone to the doctor 2 days prior to the hospitalization with a blood glucose reading of 502 mg/dl and was told she was fine. Nothing further reported.